Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer did not change pump supplies. Customer straightened out the tubing (no kink observed). The infusion set cannulas were not kinked or clogged. Customer successfully resumed insulin therapy. Customer's blood glucose was approximately 200 mg/dl.